Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced shorten longevity. Furthermore, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker displayed a longevity estimate different than expected. It was determined that the device was on the edge of a current bin and was switching when reprogramming was performed to the pacemaker. Autocapture was activated. It was reported that the longevity estimate would reflect this change within a few days. Additional information was later reported that during pacemaker follow-up in (B)(6) 2014 that this device had an estimated longevity of one year. It was revealed that the patient was admitted in (B)(6) 2015 due to a depleted battery. There were concerns that this product depleted prematurely. The patient experience asthenia and multiple episodes of faintness due to complete atrioventricular block. Fortunately, there was no syncope. The patient required urgent hospitalization in order to replace this pacemaker. No further complications were reported.